Manufacturer narrative:
This event as described is deemed a serious injury because medical or surgical intervention may have been necessary to remove the product. Very limited information has been provided for this complaint. Several attempts have been made to acquire additional information but have been unsuccessful. The complaint sample is not expected to be available for evaluation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Complaint received as follows "several hours after inserting into body, the balloon burst in the body and catheter out".